Event description:
It was reported that the ilet user meal announced for the wrong meal, experienced a glucose low to 66 mg/dl before dinner, and subsequently to 45 mg/dl after the meal; the event involved user interaction with the device and was associated with an incorrect procedure, with relevance to the device¿s user interface. Symptoms included hypoglycemia. Outcomes included serious injury and the need for immediate carbohydrate treatment, which the user addressed with oral glucose in the form of orange juice. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed that no device problem was found, but a usage problem was identified, specifically announcing an incorrect size meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.